Event description:
Additional information was received from a manufacturer representative (rep). The rep reported "device is functioning properly. User error. Met with patient multiple times. Will meet with patient again. Again, device is functioning properly."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that the device has been acting squirrely more so than usual; patient reported 2 weeks ago they joined the ymca and have been a little more active and may have pulled something in the gym and it really hurts and they have lost 2 settings (agent understood as groups). Patient stated that the week before last or so they lost group c while ins was at 90% and have been working on group b, because group a just gives them a headache. Patient said that this morning they went to charge the stimulator and now group b is showing a message that says settings not available. Agent reviewed meaning of message. Patient confirmed that the implant battery has not depleted. Patient mentioned that they charge every morning and every night and that they can go 14-16 hours before the battery drops down to nothing, so they try to charge every 12 hours or so. Agent reviewed role of rep and the patient was redirected to the ir healthcare provider to further address the issue. Agent emailed area reps, at patient's request. Patient mentioned historical information of previous incidents that had been straightened out within a 24 hour period. Rep emailed back and noted they would call the patient.